Event description:
It was reported that a female patient was in the cath lab having an intra-aortic balloon (iab) inserted. The femoral artery was accessed and the iab prepped. While inserting it through the super arrow-flex (saf) sheath it advanced half way to t12-l1 level when the physician met resistance. The cath lab equipment manager told him to remove the iab. The iab was removed easily through the sheath, re-prepped twice and again attempted to be reinserted through the saf sheath. It again met resistance and they removed the iab and sheath from the patient. A new iab catheter was obtained with a braided sheath and was easy to insert. There was a delay of a few minutes noted in therapy. No patient death, injuries or complications are noted. The patient is alive and progressing, with the iab to be removed today.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.